Manufacturer narrative:
A1 - patient identifier: (B)(6) (complete sample ID). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 08p32-21 / -31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 60968fp00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent lot 60968fp00 was identified.

Event description:
The customer reported imprecise alinity I ca 19-9xr results for one patient diagnosed with pancreatic cancer while running on the alinity I processing module. The follow data was provided: tested on (B)(6) 2024: sid (B)(6): first run 834.18 u/ml. Sid (B)(6): second run 540.45 u/ml. Sid (B)(6): third run 1036.17 u/ml. Customer had another sample tube collected from the same patient. The customer processed the queried tube sample and the second tube sample in duplicates: queried tube tested in duplicate: sid (B)(6) queried tube = 788.69 u/ml. Sid (B)(6) queried tube = 855.62 u/ml. Second tube tested in duplicate: sid (B)(6) second tube = 887.93 u/ml. Sid (B)(6) second tube = 928.66 u/ml. On 13jul2024, the customer received a fresh sample of the same patient, and the customer tested the queried and second samples in parallel. The results were: sid (B)(6) fresh sample at 3:48 pm = 714.26 u/ml. Sid (B)(6) queried sample at 4:00 pm = 762.82 u/ml. Sid (B)(6) second tube 4:01 pm = 906.59 u/ml. There was no impact to patient management reported.